Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message that was unable to be cleared by powering the device off and on. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and found the front enclosure, battery lock and load plate cover to be damaged. From the condition of the platform, the damages appear to have been due to wear and tear. The platform was functionally tested and the reported user advisory (ua) 7 code (discrepancy between load 1 and load 2 too large) was duplicated. Further inspection identified the cause to be a single point load cell that was not functioning properly. Platform archive extraction was attempted; however, a full version of the archive could not be downloaded. Based on review of the available data, the reported complaint of the platform displaying a ua 7 code was confirmed. It should be noted that the data available shows no user advisories occurring on the reported event date of (B)(6) 2014, however, there were multiple ua 7 codes seen on (B)(6) 2014. Based on the investigation, the parts identified for replacement were the single point load cell, front enclosure, battery lock and load plate cover. In summary, the reported complaint of the platform displaying a ua 7 was confirmed during functional testing as well as through archive review. The ua 7 was attributed to a single point load cell that was not functioning properly. Following service, including replacement of the load cell and damaged parts identified during visual inspection, the device passed all test criteria.